Event description:
It was reported the subject device had a dark screen and spots. No patient harm reported.

Manufacturer narrative:
E1-postal code: (B)(6). The customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. The reported risk/harm is addressed in the instructions for use (IFU): precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.